Event description:
Complainant alleged that a female nurse (age unk) received an unintended delivery of energy when performing a 100 joule defibrillation self test on the device. The complainant indicated that when the event occurred the device was located on a metal crash cart, with a metal clip board on the right hand side of the device. The nurse's right hand was resting on the crash cart, while she used her left hand to depress the device discharge button. The nurse reported that at this point she heard a "loud knocking noise followed by felling of an electric shock on her right arm, which was resting on the crash cart." The nurse was treated in the facility's emergency room, immediately subsequent to the event. There, were no reported lingering after effects, except for a numbness and pain that lingered for several hours. There was no pt involvement in the reported malfunction.